Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had instruments that would not track. Site replaced spheres on instrument and then the instrument was able to track. Site reported spheres looked like they were scuffed. Site disposed of spheres and did not take any pictures of the spheres. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.